Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. It is unknown if the mcs tip cover accessory or mcs instrument are available for return to intuitive surgical, inc. (Isi) for evaluation. In addition, the following information is unknown: the type of surgical procedure that was performed, if the mcs tip cover accessory was properly installed on the mcs instrument, if there were any instrument collisions, and if the mcs tip cover accessory or a fragment of the tip cover was retained inside the patient. Isi has attempted to contact the site to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted surgical procedure, a mcs tip cover accessory allegedly tore and fell inside the patient. However, at this time, the root cause of the customer reported failure mode is unknown. It is also unknown if the mcs tip cover accessory or a fragment of the tip cover was retained inside the patient.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) tip cover accessory allegedly tore and fell inside the patient¿s stomach. It is unclear if the whole or a fragment of the mcs tip cover accessory fell inside the patient. It is also unknown if the mcs tip cover accessory or fragment was found and retrieved from the patient.